Manufacturer narrative:
(B)(4).

Event description:
Additional information received about one month later reported that reprogramming was needed because there was shocking and intermittent on/off stimulation. Reprogramming was performed several times. Eventually, analysis showed both leads failing in different positions. X-rays were taken of "fluoro table" with no signs of breaks or discontinuity in leads or malposition of contacts with the power supply. The patient was going to need surgical explantation and re-implantation of a new unit, which was planned for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had his settings up too high for the mobile position. It was noted that stimulation was too high for the patient in the mobile position. Additional information received reported the patient complained of sudden increases in stimulation/occasional stimulation which caused discomfort. The manufacturer representative (rep) ran impedances and saw different values when the patient was sitting versus standing. When sitting, impedances on all contacts for the 0-7 lead were greater than 10,000 ohms. Three electrodes on the 8-15 lead were greater than 10,000 ohms. When standing, impedances on all contacts for the 0-7 lead were greater than 10,000 ohms, except one contact which came back to 1100 ohms. Four contacts were greater than 10,000 ohms on the 8-15 lead. Group impedances were greater than 40,000 ohms on program one. The rep was to speak with the health care provider (hcp) about imaging. Additional information received reported the rep was seeing the patient tomorrow for a reprogramming. Additional information received reported it was unknown how the patient was doing after reprogramming.